Manufacturer narrative:
(B)(4). This customer reports they were unable to deliver a shock. The customer reports no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reports they were unable to deliver a shock. The customer reports no patient involvement.